Manufacturer narrative:
(B)(6). Date of postoperative device loosening is unknown. This report is for one (1) unknown plate. Without a valid part and lot number, a UDI is unavailable. The complainant part is not expected to be returned for manufacturer evaluation. (B)(6). Unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an initial implant procedure on (B)(6) 2012. On (B)(6) 2012, the patient presented to the emergency room complaining of right hand swelling and pain. There was noted redness to the right third digit, increased swelling, and blisters. The patient had an abscess aspirate from the right, third metacarpophalangeal (mcp) joint performed on (B)(6) 2012, which revealed 1+ puss cells, no epithelial cells, and no bacteria. X-ray images taken on an unknown later date revealed nonunion and also indicated that the distal two screws had poor purchase with cut out within the underlying bone of the proximal phalanx. A hardware explant procedure was performed on (B)(6) 2012. During the revision surgery, there was an abundance of purulent drainage in the region that was immediately cultured, which revealed few pus cells and no bacteria. The unknown implant (unknown manufacturer) was easily removed. The area was irrigated and the wound was closed. The procedure was successfully completed with no surgical delay reported. The patient went on to have additional surgeries including an amputation surgery of the right middle finger and a subsequent reconstructive surgery of the third webspace on the right hand. This report is for one (1) unknown plate. This report is 1 of 2 for (B)(4).